Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown plates: va-lcp tarsal/navicular/cuboid /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: checketts, j.x. Et al (2022), reoperation and complication rates following patellar fracture repair with plates, the journal of bone and joint surgery, incorporated., vol. 7 (2), pages 1-8(USA). The aim of this retrospective study was to assess patient-reported outcomes (pros) after 12 months. Between 2012 and april 2020, a total of 85 patients (52 females and 33 males with mean age of 52.66 years) were treated with orif via plating. This study was used with 2.0-mm cuboid foot plate [synthes]. The median follow-up was 21 months. The following complications were reported as follows: of the 85 patients, 72 had complete follow-up data at 12 weeks postoperatively. Of these 72 patients, the following adverse events/malfunction were experienced: 3 had nonunion at the fracture site at 12 to 16 weeks postoperatively, however these nonunion eventually healed and reoperation for nonunion was not needed in these patients. 4 patients had loss of reduction of the fracture at 12 to 16 weeks postoperatively. 4 cases of wound dehiscence (2 of noncompliance that resulted in fall and 2 had substantial peripheral vascular disease) of the patients who needed a secondary surgery. 2 cases of painful hardware who required reoperation. 1 case for loss of reduction and 1 for posttraumatic contractures about the knee joint with required reoperation. This report is for an unknown 2.0mm cuboid foot plate (depuy synthes). A copy of the literature article is being submitted with this medwatch. This report involves one unk - plates: va-lcp tarsal/navicular/cuboid. This is report 1 of 1 for (B)(4).